Event description:
Choked [choking]. Product complaint [product complaint]. This case was reported by a consumer via call center representative and described the occurrence of choking in a female patient who received gsk toothbrush (aquafresh toothbrush) toothbrush for drug use for unknown indication. On an unknown date, the patient started aquafresh toothbrush. On an unknown date, an unknown time after starting aquafresh toothbrush, the patient experienced choking (serious criteria gsk medically significant) and product complaint. The action taken with aquafresh toothbrush was unknown. On an unknown date, the outcome of the choking and product complaint were not reported. It was unknown if the reporter considered the choking to be related to aquafresh toothbrush. Additional details: the bristles came out of the toothpaste and the patient choked. The patient thought she was "going to die and had to put my fingers right down my throat to get it out".